Event description:
It was reported that a patient underwent a esophagojejunostomy procedure on (B)(6) 2013 and suture was used with knotted suturing technique. During the procedure, the needle broke at the tip. The patient underwent an x-ray exam, but the fragment was not found. The patient was lavaged thoroughly, and the incision site was closed. It is possible that the needle is retained, because the needle tip was not found, but the surgeon washed the surgical site carefully, so the tip may have been aspirated.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/24/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." Conclusion: a visual inspection was also performed on five loose needles returned for evaluation and there were no signs of manufacturing defects found on the needles.